Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose. The customer cleared the alarm sand resumed insulin delivery. In addition, it was reported that the pump time was inaccurate. The cause was unknown. The customer corrected the pump time to resolve the issue.